Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rails on the 2.2 and 5.2 drawers were sticky and had failed. A field service engineer proceeded to seal the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary half-height drawer rails 2.2 and 5.2 were stuck and failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this event.